Event description:
When priming the IV tubing to start immunotherapy the tubing became disconnected at the hub where it would be placed in the alaris pump, when removing the hard blue plastic that protects the tubing.